Event description:
Follow up reported that the trial was removed and that the patient did not go on to the permanent implant procedure. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3778-60, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had trial done and ended up in emergency room (ER) that night for extreme bleeding. ER doctor said trailing physician hit a vein during trial. The patient was hospitalized. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.